Manufacturer narrative:
Continuation of medical devices: product ID 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml at 155.68 mcg/day) via an implantable infusion pump. It was reported that cerebrospinal fluid was leaking and filling the patient's pump pocket. It was noted that the patient desired for the system to be removed. The issue was resolved and the patient was good following the removal procedure. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause of the leak was unknown. No further complications have been reported.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. The pump was returned and analysis found no significant anomalies. The catheter was returned and analysis identified a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.